Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The manufacturer's technical support specialist reviewed the data log which determined that the main power cable from the network interface card (nic) board to the centrifugal control unit (ccu) should be replaced. The log did not show any issues with the roller pump and no issues with the roller pump could be duplicated. The fsr replaced the cable. The unit operated to the manufacturer's specifications. Per data log review: on (B)(6) 2023 a perfusion screen was opened at 07:09:54 am. Both the arterial centrifugal and cpg roller pump were successfully put online. At 09:54:22 am the centrifugal pump rebooted which would have caused the display to go blank for about 10 seconds. Since the centrifugal was stopped when it was rediscovered, it caused the cpg pump to stop (safety connection). At 11:28:46 and 11:29:15 am the centrifugal rebooted again. At 11:31:58 am the perfusion screen was exited. The log confirms the display issue (pump reboot) for the arterial centrifugal pump, and the cause of the cpg pump stop but no indication of a display issue on the cpg.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), while attaching the flow probe, the centrifugal and cardioplegia (cpg) pumps lost power and the screens were blank. The power was restored a minute later on its own, resolving the issue. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Event description:
Per clinical review: the team reported an issue with their heart lung machine (hlm) centrifugal and cardioplegia (cpg) pumps during a cardiopulmonary bypass (cpb) procedure. Specifically, the team went behind the back of the pump to attach the venous flow probe at which time the centrifugal and cpg pumps lost power, which resulted in the local screens going black. They also noted that there was a loss of forward flow. The team quickly came around to the front of the pump and clamped the venous and arterial lines to not exsanguinate the patient. They were about to initiate hand cranking when the pumps came back on by themselves one minute later. The team estimated that the time the patient was hypo-perfused was approximately 30 seconds. Per the date log the centrifugal pump speed was at 2598 revolutions per minute (rpm) at 9:53:18 am. The central control monitor (ccm) lost centrifugal and cpg pump status at 9:53:22 am and came back online at 9:54:31 am, there are no other issues noted in the log to report. The surgery was completed successfully. There was no delay. The unit was not changed out, no blood loss and no adverse event reported.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the cable assembly to lab use only (luo) testing equipment. The pst did not observe any defects to the cable assembly. All the connectors engaged properly, and all pins were straight. Both connectors were observed to be secured with their respective mechanisms. Continuity was observed across each wire and there were no instances of shorting between pins and no disruptions observed when using the cable to power a centrifugal control module and pump. It was determined that the cable assembly met specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.